Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead insulation was broken. It was noted that the lead was repaired and that the electrical values for the lead were normal before and after it was repaired. The lead is still in use. No patient complications have been reported as a result of this event.